Event description:
On (B)(6) 2024 the blue clamp line of the nicu medication administration codan set a327 (quad set) was noted to be broken/disconnected from the connector at the terminal end of the set. Quad set was removed. New quad set was added and new fluids were hung. On (B)(6) 2024 the nicu medication administration codan set a327 was noted to be leaking at the connector with pooling and retrograde back flow of intralipids into the other three lines noted. Quad set was removed. Blood cultures drawn on (B)(6) 2024 were positive for central line associated blood stream infection (clabsi). Patient was transferred to outside facility and passed away on (B)(6) 2024. Ref report: mw5162406.